Event description:
In a total hip arthroplasty the femoral stem inserter clamp that has a ball tip that fits in the hole of the prosthesis to provide stability and rotational control during insertion of the stem broke and was undetected by surgeon or assistants. Problem was undetected til a post-op x-ray was reviewed showing nonconformity of head-liner interface due to a foreign body. At 4:00 pm 10/20/97 I got a call from surgeon's p.a. That they were taking pt back to surgery. During surgery the hip joint (left) was reopened. The broken piece was removed by the surgeon. Further examination by the surgeon of the existing poly liner and femoral head revealed damage & third party wear due to the foreign body. The existing liner and femoral head were removed and replaced.